Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he was in a car accident. Customer was hospitalized. Customer's blood glucose was unknown. Customer was uncertain whether he was at fault for the accident. Customer was uncertain whether or not the accident was caused by the device. Device was destroyed. Customer will not be returning the device for analysis.